Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Additional information: PMA/510(k) #:preamendment. A review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the device was conducted during the investigation. One device was returned for investigation. The device was returned with a partial connecting cap and 1.5 cm of catheter. The flla (female luer lock adaptor) is missing and the device was broken off even with the connecting cap. The flla was not returned. A visual examination noted the connecting cap has teeth marks indicating that an unknown instrument has grasped and twisted and the connecting cap. Additionally, a document based investigation evaluation was performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Additional information: PMA/510(k) #:preamendment. A review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the device was conducted during the investigation. One device was returned for investigation. The device was returned with a partial connecting cap and 1.5 cm of catheter. The flla (female luer lock adaptor) is missing and the device was broken off even with the connecting cap. The flla was not returned. A visual examination noted the connecting cap has teeth marks indicating that an unknown instrument has grasped and twisted and the connecting cap. Additionally, a document based investigation evaluation was performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, after the frederick-miller feeding tube became clogged, the nurse screwed off the connector to attach the feeding tube to a luer-fitting adapter. However, it was discovered that the part of the device to which the adapter would be attached had actually twisted off. Because there was no way to replace that portion of the tube, the entire feeding tube had to be replaced. The circumstances surrounding the usage and handling of the tube prior to the malfunctioning of the device were not reported. It is unknown if the device will be returned for investigation; as of the date of this report, no device has yet been received for evaluation.